Event description:
It was reported that during implant the ventricular setscrew of the pulse generator would not tighten; the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.